Manufacturer narrative:
Additional information: date rec¿d by MFR, device evaluated by MFR, adverse event or problem, device evaluated by MFR. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the needle broke into separate pieces. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in a vaginal cuff closure on a total laparoscopic hysterectomy, half of the needle disengaged into patient cavity. The proximal half of the needle was still attached to the suture was retrieved. The surgeon examined each half of the cuff laparoscopically and vaginally (visual and tactile) and could not identify the tip of the needle. It is suspected that the remaining half was buried in the tissue. To resolve the issue, a new reload and hand instrument was used.